Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking between the female luer connection of an IV set and an ICU medical microclave clear during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the female luer and a non-bd valve was confirmed. One used quad-fuse set was received with a non-bd valve attached to each of the four female luers and the distal male luer. Two of the lines were taped together and marked as ¿leaking.¿ initial inspection showed no anomalies. Functional testing with the non-bd valves attached showed no leaking. Pressure testing with the non-bd valves attached resulted in leaking from hairline cracks on 3 of the 4 quad-fuse female luers. Dimensional testing showed that all the female luers of the quad-fuse set were within iso specifications. The root cause of the reported leaking was not identified but may be related to poor fit or lack of compatibility between the set and the non-bd mating valves.